Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pace impedance measurements of 2000 ohms. Technical services (ts) was consulted and upon review it was noted that the pace impedance measurements show a gradual rise, programming options were recommended. No adverse patient effects were reported. This lead remains in service.